Event description:
No additional information.

Manufacturer narrative:
Distribution history: a distribution history record review was not possible for this product as the lot number was not provided for investigation. Manufacturing record review: a DHR review was not possible as a lot number was not provided. Historical complaint review: a review of the 2-year complaint history did not show any similar complaint conditions, this is determined to be an isolated incident. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. Root cause: no definitive root cause for this issue could be reliably determined at this time, as the product was not returned for evaluation. Per IFU of the device for proper assembly: position the koh-efficient's squeeze clamp over the loading zone and press firmly on the thumb pad, in the direction of the arrow, to snap into place. It is possible that the product was assembled incorrectly causing it to slip, this incident is an isolated event. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective actions required as the complaint was not confirmed.

Event description:
It was reported that the patient underwent a hysterectomy on (B)(6) 2024. During the procedure, the doctor was using the kc-arch-35 and experienced the cup becoming displaced while the locking mechanism was still engaged. The doctor opened the lock, replaced the manipulator with the cup in the proper location and re-closed the locking mechanism. The cup slid out of place a second time. The cup was replaced and no further issues occurred. Unfortunately, the cup displacement resulted in an unintended organ injury. It was easily repaired and the patient is fine with no expected complications. Kc-arch-35 koh-efficient (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.